Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired ten times, the last repair being for the mesher producing an incomplete graft reported on (B)(6) 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 26 february 2019, it was reported from the living legacy foundation that a mesher had an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as two cutters for evaluation. Evaluation of the device on 7 march 2019 found that the roller and the comb on the device were damaged. None of the pretests with the mesher could be performed due to the damaged comb. The two cutters that were returned both failed to produce a passing cut and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the roller and the comb. The technician then verified that the device was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 26 february 2019. While the service technician found the damaged comb on the mesher and that both of the cutters produced incomplete meshes, it cannot be determined from the information provided as to what caused the damage to the comb or if either of the returned cutters were involved with the reported issue. Therefore, the cause of the reported event cannot be determined. During the evaluation, it was found that both the returned 1.5:1 and 2:1 cutters has been previously evaluated, found to have produced an incomplete cut, and deemed non-repairable. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual rev. 02-11) notes that a damaged cutter may result in a less than optimal mesh pattern and can cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
The unit had incomplete mesh. The event occurred during previously recovered cadaveric donor skin. Hence there was no patient involvement or delay involved. No adverse events were reported as a result of this malfunction.